Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis system displayed an error message while initializing the device manager. A field service engineer (fse) checked all connections and leds and determined that the drawers were not detected. Battery bad found and fse replaced battery. The fse later replaced the communication sled and replaced it. After logging in as admin, the fse ran the hardware test application (hta), after which the drawers were detected. Communication with the server and drawers was verified and confirmed to be functioning properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the pyxis was getting an error message while initializing device manager. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.